Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: during anastomosis, the staple line was not formed correctly. It was also confirmed that there was incomplete donut on the side of colon; confirmed that the muscle layer was damaged and lost even with no problem to the mucosa. For recovery, additional suturing was required and a following leak test showed no leaks. The staple line near the side of mouth was malformed as well. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)